Event description:
It was reported that during a laparoscopic gyn procedure the "tip" of the product fell off when saline was applied to the device prior to using. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.